Manufacturer narrative:
The modification of the section b#5, d#4 and h#4 has been completed.

Event description:
A patient underwent distal tibial tuberosity osteotomy (dto). The surgeon in charge of the patient fixed the osteotomized tibia with bone plate, bone screw and filled the bone defect formed after the osteotomy with two different products of bone void fillers: one of which was manufactured by our company (this product), while the other was manufactured by a different company. After the dto, however, the patient developed an infection (superficial incisional surgical site infection). The surgeon therefore carried out reoperation and removed the bone plate and bone screws three months after the dto. After the hardware removal, the patient attained bone union smoothly without developing correction loss.

Manufacturer narrative:
The device history record and supplier information were reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. This product was ensured by sterilization validation, and the possibility that it was the direct cause of the "infection" developed this time can be ruled out. The osferion bone void filler package insert states in the following section: adverse events: infection. This report is being submitted as a medical device report is an abundance of caution. Suspect medical device: lot# m20x05c932. Device manufacturer date (dd-mm-yyyy) 19-01-2021. Or suspect medical device: lot# m20x05c933. Device manufacturer date (dd-mm-yyyy) 20-01-2021.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with bone plate, bone screw and filled the bone defect formed after the osteotomy with two different products of bone void fillers: one of which was manufactured by our company (this product), while the other was manufactured by a different company. After the hto, however, the patient developed an infection (superficial incisional surgical site infection). The surgeon therefore carried out reoperation and removed the bone plate and bone screws three months after the hto. After the hardware removal, the patient attained bone union smoothly without developing correction loss.